Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was found in received device's logs. Based on technician statement, after restarting the device, the error disappeared. The issue has been resolved and the device was delivered to the user in working condition. The power error shall be triggered when +24 v supply is below +21.5 v for more than three seconds. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).